Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended within six turns and retracted within seven turns. Helix, fully extended, measured .078 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the inplant procedure, the helix of the lead would not extend. Consequently, this lead was removed and replaced with uneventfully. No patient complications have been reported as a result of this event.